Event description:
A 7f percutaneous sheath introduced into right int. Jugular vein. Obturator introduced into sheath & sidearm opened. No flow through sidearm, so obturator removed from sheath and flow obtained. Plasmaphoresis started & 80cc blood removed through sidearms into plasmaphoresis machine. Flow through sidearm to machine stops - negative pressure developed in system proximal to pump compression site - tubing collapses - plasmaphoresis machine pump head turned off. Turbulence (air) noted in line goine toward pt; stopcock closed to pt and air aspiration started via stopcock. Pt develops st segment elevation, bradycardia and hypotension. An investigation of the incident revealed that air can be drawn into the hemostasis valve when there is no catheter, obturator or cap in place. Further investigation showed there was no warning on label or instruction re: possible aspiration of air into sheath when there is no cap on sheath inlet site with the hemostasis valve.